Event description:
As reported by the end user hospital, during PICC placement, the guidewire was inserted approximately 4 inches and then would not advance any further. Attempted removal of the guidewire, however it would not retract. The patient was taken to interventional radiology and the guidewire was successfully removed. No patient injury was incurred. The used guidewire ins not available for evaluation.

Manufacturer narrative:
A review of the device history records (DHR) was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The september 2015 (B)(4) complaint report was reviewed for the bioflo PICC product family and the failure mode, "difficult to remove guidewire - intervention." No adverse trends were indicated. As the used device was not returned for evaluation, the complaint was not able to be confirmed, nor a root cause determined for the reported event. The guidewire is a purchased component for (B)(4), therefore a supplier corrective action request (scar) was forwarded to lake region medical to notify them of the event. Lake region was also unable to perform an evaluation, and their DHR review indicated that the guidewire was manufactured to their specifications. The directions for use (dfu) provided with the PICC provide guidance on the insertion and removal of the guidewire. (B)(4) incoming inspection procedures for the guidewire require a visual inspection (based on an aql) for verification of components, and that the wire is smooth, clean, and free of kinds and burrs. ((B)(4))

Manufacturer narrative:
The investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).